Event description:
Implant removed due to surgical preference within 36 hours.

Manufacturer narrative:
Correction being filed to reduce the summary number from 2 to 1; the new associated report is 1060818-2023-03773.

Event description:
Implant removed due to surgical preference within 36 hours.